Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed supplies to resolve the alarm. As the customer did not contact tandem technical support at the time of the event, troubleshooting was unable to be performed.